Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry was unsuccessful during an attempt to interrogate the implantable pulse generator (ipg) prior to implant. The ipg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Implantable pulse generator (ipg) was successfully implanted. The programming head was not fully plugged in to the programmer. Once discovered the head was fully inserted and the ipg interrogated appropriately.